Event description:
It was reported that a procedure was cancelled. An angiojet console was used for thrombectomy procedure. However, when prepared for procedure, the console would not power-up and showed an error code. The staff tried to disconnect it from the power supply but it did not work, and decided to cancel the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the angiojet console was received at the complaint investigation site (cis) for analysis with a complaint error 56 and 60. The console was decontaminated. A visual inspection was done on the console and passed the visual inspection. Turned on and off the unit multiple times, the complaint was confirmed as error code 60 appeared every time.

Event description:
It was reported that a procedure was cancelled. An angiojet console was used for thrombectomy procedure. However, when prepared for procedure, the console would not power-up and showed an error code. The staff tried to disconnect it from the power supply but it did not work, and decided to cancel the procedure. No patient complications were reported.